Event description:
A malfunction alarm was reported during the loading process of an insulin pump. There was no adverse impact on the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge, the issue persisted, and the customer was unable to resume insulin therapy. Technical support decided to replace the pump since it was still under warranty. The customer was informed about the need for replacement and instructed to let the battery deplete before returning the problematic pump. The customer planned to use multiple daily injections as a backup therapy to ensure continuity in insulin delivery.